Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge unexpectedly decreased to 0 units. The customer reported blood glucose (bg) level was elevated at the time of the event; however, was unable to provide a blood glucose value. To address bg level, the customer delivered a manual injection. Review of pump data logs by tandem technical support show that the customer received an alarm 1 which caused the insulin gauge to subsequently display 0 units. Multiple attempts were made to follow-up with the customer to ensure the customer loaded a new cartridge successfully; however, no further information was obtained.